Manufacturer narrative:
1. The customer returned one photo and one video but did not return the defective sample. The photo and video show that the extension tube of the defective sample is leaking blood. 2. DHR/bhr review (lot#5048530): 1) the products of this batch were assembled at intima ii auto line 2 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Leakage test the retained sample of this batch, the test is qualified, no leakage at the extension tubing. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo and video show leakage at the extension tube. But since defective sample was not received for further analysis, the abnormal condition of the extension tube could not be clearly identified, so the root cause of the leakage in the extension tube cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc - 383078 - leakage at tubing after performing a blood draw via an indwelling needle, a nurse in the respiratory department of zhuhai integrated traditional and western medicine hospital discovered blood leaking from the extension tube. The nurse had to remove the needle and reinsert it, which dissatisfied the patient.